Event description:
Procedure type: sleeve gastrectomy. According to the reporter: during the surgery, the staples were not released, however, the knife cut the tissue. The situation was resolved by the surgeon sewing the tissue with sutures. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss. A nasogastric tube was put in for four days.

Manufacturer narrative:
(B)(4).